Event description:
The report received from the affiliate indicated that the physician was unable to cross/access the highly calcified distal left anterior descending (lad) target lesion. After several attempts to access the lesion, the stent dislodged from the stent delivery system (sds) balloon possibly due to uplifted distal stent struts. The dislodged stent was retrieved using a snare device. The procedure was completed successfully using an endeavor 2.5x30 mm stent. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.